Event description:
Event description guidant received information that this pacemaker, one day after implant, was having ventricular paced events falling into the t -wave. The field representatvie checked the ventricular sensing in unipolar and bipolar configurations. The r waves were erratic and as low as 2.6 mv.